Event description:
The customer reported an error requiring them to reboot the system. This resulted in a loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The collimator connector was repaired during the service call. The system was tested and found to be working as intended and returned to service.